Event description:
The customer stated that the device is not able to turn on enter with battery or ac power. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.